Manufacturer narrative:
The returned device met the requirements for patency, valve flux, siphon, and reflux testing. The valve did not meet the requirements for leak, pressure/flow, and preimplantation testing. Damage was observed on the ventriculostomy reservoir. Damage was also observed on the casing and inlet connector of the valve. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿¿ proteinaceous debris was observed on the interior of the valve. ¿shunt obstruction may occur in any of the components of the shunt systems. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was explanted due to it was alleged that there was a crack and/or loose connection at the base of the snap interface. There were no environmental/external/patient factors that may have led or contributed to the issue.